Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when a patient presented in clinic for a routine device check, episodes of non-sustained rv oversensing due to myopotential oversensing were observed via stored egm. The patient was asymptomatic. The oversensing could not be reproduced. Programming changes were recommended.